Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump's (iabp) part of touchscreen was not responsive. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone and email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the defective touchscreen and performed a complete system checkout. The unit passed all functional and safety tests and was cleared for clinical use.